Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the reservoir last night and went to bed. Customer woke up with a high blood glucose reading of 400 mg/dl. Customer changed the reservoir again and after that their blood glucose reading went down quickly. Customer had air bubbles in the reservoir after a few hours. Customer changed the reservoir again. Customer stated that the insulin was not being stored at room temperature. Customer was using the same fill procedure for 3 years. Customer stated that the air bubbles occur after about 3 hours. Customer did not use prefilled reservoirs and there was no insulin between the o-rings. Customer stated that there was no leakage.